Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained oversensing due to suspected oversensing of myopotentials. In-clinic evaluation of the device was recommended. The patient will be monitored with routine follow-up.